Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Physician reported that iol came with a small hole and it was identified during surgery. Additional information has been requested.

Manufacturer narrative:
Corrected information b.3 additional information provided (h.3, h.6, h.10). The product was not returned for analysis. Photo review: a photo provided showing iol outside the case. A mark is visible on iol optic. Root cause: based on our observation of the attached photo, the lens is shown outside the iol case, a mark is visible on iol optic. The reported "small hole in iol" cannot be confirmed from the photo. A definitive determination of the reported damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).